Manufacturer narrative:
G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation of the device determined that the bearing was damaged. The most probable cause of failure might be detached bearing. It was also noted that the tube was detached, front hole of tube found enlarged, spring, bearing, spacer are corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the bearing damaged. It was reported there was no patient involvement. Additional information received stating that the bearings are detached upon evaluation made it reportable.